Event description:
It was observed during the device inspection, that the deflectable videoscope had no image displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name), h8 (it was mistakenly marked as "unknown" on the initial medwatch). Additional information added to fields: h2 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the two probable causes for this issue are: "external stress applied to the insertion section, as chipping and scratches were found in the a-rubber glue," or "irregular load was applied to the internal board, causing an abnormality in the electrical contacts, as multiple damages were found in the video connector case", but it could not be determined. The event can be detected and/or prevented by following the instructions for use which state: in the operation manual for ltf-s300-10-3d ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.